Event description:
Patient reported that the device's audible alarm did not immediately sound, in conjunction with a system alarm display. Patient's blood glucose was not affected and no treatment was received.